Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to have a circuit board component that outputs 0 volts. This causes the device to power off with a 12 beep watchdog alarm. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device turns off even when plugged in. It appears the battery doesn't hold a charge. There was no patient impact or consequence reported.